Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 10007044) became impeded at the distal end of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31663268) and could not pass through the microcatheter. The doctor removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. The surgeon had an extra set of hands to support while flushing aligning the enterprise system. Is a push plunge rhv being used was answered as ¿twisted type¿. After the surgery, the doctor retracted out the stent from the microcatheter. The delivery wire was removed smoothly, and the stent was still attached to the delivery wire. The replacement stent was an enterprise1 of the same product code. Additional event information received on 14-apr-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The mc did not kink/bent. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.